Manufacturer narrative:
Qn# (B)(4). The complaint was confirmed. One actual sample was returned for further investigation. It was reported that "condensation in unopened and unused airway". A device history record review was performed, and no relevant findings were identified. When reviewing the sample, it is observed that, it has moisture inside the packaging. Based on the visual examination conducted, this complaint is confirmed. Further studies on the root cause analysis and implementation of corrective action have been addressed in the investigation that was initiated. The issue of vapor was occurred on the product that been manufactured prior to this investigation implementation. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a; corrected data: n/a.

Event description:
It was reported that prior to use (non-clinical setting), condensation was found in an unopened and unsure airway package. No patient involvement.

Event description:
It was reported that prior to use (non-clinical setting), condensation was found in an unopened and unsured airway package. No patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Event description:
It was reported that prior to use (non-clinical setting), condensation was found in an unopened and unsured airway package. No patient involvement.